Event description:
The following information was received from global pharmacovigilance (gpv) and is spontaneous report by a baxter employed nurse from (B)(6) of peritonitis and fatal bradycardia in a home patient (hp). On an unreported date, the hp experienced peritonitis and on (B)(6) 2012, was subsequently hospitalized. The hp was treated with vancomycin (1gm, every 5th day, ip). On (B)(6) 2012, the hp died of a fatal bradycardia episode. It was not reported if an autopsy was performed. Additional information was received from the ous affiliate on (B)(6) 2012. The physician stated that the hp died of severe sepsis and shock related to peritonitis. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.